Manufacturer narrative:
The entire catheter was returned. Under microscopy, there appeared to be no marker band damage to either marker band, no visible defects under 35x magnification. The proximal marker band distance was approx 5 mm greater than the specification. All other measured dimensions were within the specification for the drawing. There was no evidence that there was damage to the returned catheter under microscopic investigation. It appears that the proximal marker band was incorrectly positioned onto the catheter. The incorrect marker band distance occurred during catheter assembly.

Event description:
Coiling of an unruptured bi-lobed carotid opthalmic aneurysm. Neuroform 2 (4x20) was placed due to wide-neck nature of aneurysm. Physician chose e-2-2-10-ts as finishing coil and placed through catheter. Approx 1cm of the coil entered the aneurysm when part of the coil "looped" outside the aneurysm. Physician attempted to pull back coil to re-deploy and the coil broke in half. A portion of the coil outside the aneurysm was trapped between the aneurysm and stent, but did not appear to be in parent artery. Physician pulled catheter and finished case, with no pt sequelae as a result of this event.